Event description:
On (B)(6) 2025, the patient underwent zephyr bronchial valve procedure, with a total of five valves placed in rul+rml. (B)(6) 2025, pneumothorax occurred at right lobes. Here is detail: on (B)(6) 2025, right pneumothorax caused by atelectasis of the right upper lobe (rul). The patient was admitted to another hospital, and after chest tube insertion, the patient was transferred to this hospital. A persistent air leak remained, and we performed four blood-patch pleurodeses until the air leak resolved. (B)(6) 2025, chest tube was removed.